Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11. Corrected data: e1 (address and city), e3, h6 (type of investigation).

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11, e1 (email)

Event description:
N/a

Event description:
It was reported that the cardiosave intra aortic balloon pump overheated during use, there was no patient harm or injury.

Manufacturer narrative:
Due to characterization limit e1: event site name: (B)(6). Event site city name: (B)(6). Event site telephone: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, d9, e1, g3, g6, h2, h3, h6 (type of investigation, investigation finding, conclusion), h11. A getinge field service engineer (fse) evaluated the unit, the overheating was confirmed in the operation log, but was not recurring during a five day running test, there was no temperature increase observed. There were no parts replaced in regards to the overheating alarm. Operational testing revealed no equipment malfunctions and is believed to be a temporary overheating. The equipment is in good condition.

Event description:
N/a